Event description:
During the procedure, it was reported that the physician injected half of the onyx and then laid it on the operating table for thirty minutes to select another vessel. Upon reselecting the new vessel, the physician tried to inject the rest of the onyx, but felt resistance in the catheter and it did not reflect in imaging. The physician suspected that the catheter had ruptured. No injury was reported to the patient as a result of the procedure. Same event as MDR# 2029214-2012-00650.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 7.3cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. The onyx instruction for use includes warning "do not interrupt onyx les injection for longer than two minutes prior to re-injection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture."(B)(4).